Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
Bariatric patient had a filter placed in 2016. Filter fractured and imaging from 2022 showed a piece according to the physician, located in the aorta.